Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 5pm. The patient reported blood glucose results of "125 mg/dl" with a lifescan meter and "85 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr's documentation, within minutes after the alleged issue occurred, the patient claimed he felt weak. The patient indicated he manages his diabetes with an insulin pump; however, the patient administered self-treatment by consuming orange juice a few minutes later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, he was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. The csr also noted that the patient did not have control solution to perform a quality test. Replacement products were sent to the patient. There is no evidence, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom of weakness does not meet lifescan's criteria for a serious injury and there is no evidence of a delay in treatment. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The 510(k) # is k073231. (B)(6) 2010: the lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.